Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). Although requested, the set has not been received. A follow up report with investigation results will be submitted should the set be returned for evaluation.

Event description:
Customer reported fluid leaked at the connection of two extension sets during an infusion in the MRI suite. There was no pt harm or medical intervention. No further pt/event info was provided.